Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio recommended to customer to replace power conversion pcb assembly to repair device and is waiting for customer's decision. Physio-control will submit a supplemental report on this event to the FDA.

Event description:
Found during routine testing. The customer called and reported that the device will not charge the defibrillator. There was no pt associated with the report.